Manufacturer narrative:
Approximately 50 months post index procedure patient suffered peripheral arterial occlusive disease in left sfa and revascularization using non-medtronic pta, non-medtronic deb and non-medtronic stent was carried out the following day. The event is continuing.

Event description:
During the index procedure a protege stent was implanted in the left proximal sfa to segment 1 of the popliteal artery. Approximately 13 months post index procedure revascularization of the target lesion was carried out due to peripheral arterial occlusive disease. Pta and stenting was carried including the use of an evercross balloon catheter. A dissection is reported to have occured during the revasc procedure which was treated with stenting. The outcome is reported as resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.